Manufacturer narrative:
No product will be returned. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that the IV piggyback is pulling from the primary infusion. Physical clamps have been used to clamp off the primary for the secondary bag would infuse. Antibiotics and potassium secondary infusions did not infuse as ordered. A clinician stated this occurred a long time ago,